Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during the initial drain phase of peritoneal dialysis therapy. During troubleshooting, it was discovered that the patient had initiated therapy prior to connecting themselves to the patient line. The technical service representative assisted with clearing the alarm and proper procedures were reviewed with the patient. The patient was to start therapy over with all new supplies. The technical service representative advised the patient to notify their nurse for further medical instruction. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a system error 2240 alarm due to a use error further described as therapy was initiated prior to the patient being connected to the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set and instructs the user to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.